Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. By 9:30 pm the patient was down to 97.5f so they paused therapy. Now the patient was back up to 100.2f so they want to restart. They got an alarm and flow stopped. Water reservoir level 3 bars. Flow 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percent. Had nurse disconnect and reconnect the pads using proper technique and resume therapy. Flow and inlet pressure (ip) remained around 0. Circulation pump command (cpc) was 100 percent. Suggested sending device labeled with no flow to biomed for inspection. Per follow up information received via phone on 07oct2025, transferred to the biomed who stated a circulation pump had been ordered to repair onsite. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they started therapy using arctic sun device s/n (B)(6) last night around 7:30 pm because the patient's temperature was 104.7f. By 9:30 pm the patient was down to 97.5f so they paused therapy. Now the patient was back up to 100.2f so they want to restart. They got an alarm and flow stopped. Water reservoir level 3 bars. Flow 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100%. Had nurse disconnect and reconnect the pads using proper technique and resume therapy. Flow and inlet pressure (ip) remained around 0. Circulation pump command (cpc) was 100%. Suggested sending device labeled with no flow to biomed for inspection. Per follow up information received via phone on 07oct2025, transferred to the biomed who stated a circulation pump had been ordered to repair onsite.

Event description:
It was reported that they started therapy using arctic sun device s/n (B)(6) last night around 730pm because the patient's temperature was 104.7f. By 930pm the patient was down to 97.5f so they paused therapy. Now the patient was back up to 100.2f so they want to restart. They got an alarm and flow stopped. Water reservoir level 3 bars. Flow 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100%. Had nurse disconnect and reconnect the pads using proper technique and resume therapy. Flow and inlet pressure (ip) remained around 0. Circulation pump command (cpc) was 100%. Suggested sending device labeled with no flow to biomed for inspection.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.